Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The actual device was evaluated and there were no defects observed in the system or software. A review of the device log files for this event found that the pointer array was not used to verify the accuracy of the anterior and posterior chamfer cuts, therefore, the reported condition could not be confirmed. The review also found that there were issues with camera positioning during the anterior chamfer cut. The camera was positioned in a way that caused an interference between the arrays. This interference can cause the handpiece to cut in and out. The assignable root cause was determined to be due to the user. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, base station device, unknown . UDI:(B)(4).

Event description:
It was reported that during a total knee arthroplasty procedure, while using the robotic assisted satellite station device, it was observed that the anterior and posterior chamfer cuts had more of a gap than anticipated. It was reported that the cuts were not checked with the pointer probe therefore the size of the gap is unknown. It was reported that the issue was discovered at trailing on the posterior chamfer. The device was being used with a base station device. There were no delays in the procedure. There was patient involvement. No additional surgical intervention was required and the surgeon proceeded to final implantation. It was determined that the procedure was press fit and no cement was used. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.